Event description:
Vasoview harvesting tool would not shut off; first noticed smoke, removed tool, tip found to be bright red. Cord changed first, problem continued; a second kit opened, tool exchanged, procedure continued, no complications

Event description:
Vasoview harvesting tool would not shut off; first noticed smoke, removed tool, tip found to be bright red. Cord changed first, problem continued; a second kit opened, tool exchanged, procedure continued, no complications